Event description:
A hospital in france reported via a fisher & paykel healthcare (f&p) field representative that two 900pt290e humidification chambers were leaking. This was found during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: two complaint 900pt290e vented autofeed humidification chambers were returned to fisher & paykel healthcare in new zealand for investigation. The chambers were visually inspected and functionally tested by connecting them to a water bag. Results: no damage was found to either complaint devices upon visual inspection, however when connected to a water bag, it was found that both devices had a water leak at the connection between the spike and the tube of the water feed set. Conclusion: we are unable to determine what caused the water leak, however it is known that this type of leak can be caused when pulling the feed set at the tube instead of the spike when changing the water bag. During production, pull testing of the feed set strength at both spike and dome end is performed every hour on 900pt290e chambers from each production line. If any faults are detected the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feed set are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution.

Manufacturer narrative:
(B)(4). The complaint 900pt290e chambers are currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in process to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that two 900pt290e humidification chambers were leaking. This was found during use. No patient consequence was reported.